Event description:
It was reported that the patient was unable to adjust their stimulation. The patient programmer displayed "call your doctor icon" which is a power on rest condition. Further follow-up is not possible.